Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced due to possible ra perforation. Patient evolved an effusion. Could not confirm on CT or x-ray so physician removed the lead and replaced with a tined lead to be on the safe side. No confirmed lead issues. Should additional information become available, this file will be updated.